Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a crack on the insulin pump and the up button doesn't work. Customer noticed the crack about a month ago. Customer stated that the top right corner piece of plastic is missing. Customer stated that the screen is blurry on the right hand side of the screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump.